Manufacturer narrative:
B3: event date is year valid. See b5 for date range if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient reported that they would still have to get up 5 to 6 times a night to go to the bathroom and this had been going on for a year now and they hadn't had a good night sleep because of this. The patient stated that their urologist put them on desmopressin twice a day but it was "just not working". The patient then mentioned that they had their ins adjusted remotely months and months ago, but they were not sure how that worked. The patient mentioned reaching out to their doctor and they were told to call patient services. The agent offered to help the patient try to check their settings, but the patient stated they did not know where they placed their external devices. The agent reviewed and sent the patient an email regarding the sunmed portal and redirected them to their doctor. On 2026-03-11 additional information was received from the patient. They called back and they repeated that they were getting up 5-6 times a night, and were only sleeping an hour to an hour and a half. Patient said they can go a lot longer than that during theday. They can go three hours during the day. They stated that their bladder was full and they can't hold it. Patient wanted to make an adjustment to their therapy, but they couldn't find the stimulator in their buttock. Patient said they couldn't feel it. Patientwas going to call back when their husband could help them. The patient called back and repeated previously reported symptoms. They noted that they had been dealing with this for probably about 8-9 months and their doctor has given them a medication called desmopressin which they had taken twice a day and it was not working, they were still getting up 5-6 times a night. Patient said they called (patient services) earlier today, and when they were trying to use their equipment they couldn't get it to find their stimulator inside of them, they were told to get a mirror, so then, they got their husband to find the scar and mark it. Worked with patient to try to synch with their implant and patient reported seeing: device is not responding, reposition communicator over the internal device. Patient confirmed the cord was not plugged in and the communicator was unplugged. Patient repositioned numerous times but was unable to feel the shape of the stimulator under their skin and device is not responding was not resolved. The patient was redirected to their healthcare provider to further address the issue.